Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated the scope was last repaired on (B)(6), 2021 for the investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the physical evaluation of the device, the potential cause of the adhesive peels off or was cracked due to excessive force applied, e.g. Roughly rubbed at the time of cleaning the device etc. Or caused by rubbing repeatedly from long-term use. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found missing adhesive at the distal end forceps cover. Additionally, the pink colored coating at the distal probe unit was chipped. There is a black dot and flare on the image; passed fog and leak test. The insertion tube has "snakiness". Component/t-nut around the instrument channel guide pipe joint is loose. The blue paint around the air water cylinder is eroded. Scratches on the control knob. The scope was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center (oci) . There was no reported allegation of any malfunction associated with the scope. Upon inspection and testing, the scope was found to have missing adhesive at the distal end forceps cover. There was no patient harm or involvement reported.